Manufacturer narrative:
Investigation results: visual investigation: the rotation axis has fractured below the taper. The components were examined visually and microscopically. The proximal part of the broken rotation axis is still fixed in the hinge ring. The fracture surface of this proximal fragment shows so called arrest lines which are typical for a dynamic fatigue fracture. A definitive beginning and direction of the crack/fracture could not be determined. The fracture surface of the larger distal part of the rotation axis shows secondary damages (shiny surface). This indicates that the surface rubbed against another part after the breakage. The gliding surface of the meniscal component shows visible and noticeable scratches and imprints (wear marks) which were possibly caused by bone cement and/or bone chips. Furthermore there are little metal abrasions/chips on the gliding surface. The locking rings shows visible deformation these most likely occurred during the explantation procedure. The stem is still firmly fixed in the femoral component. The provided x-ray figures do not provide any explicit hints for the origin root cause of the rotation axis fracture. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with nr890m - enduro meniscal component f3 10mm. According to the complaint description, the revision surgery was 2 years 3 months post surgery due to fracture of implant. An axial fracture was detected intraoperatively. Initial surgery: (B)(6) 2019. Revision surgery: (B)(6) 2022. A revision surgery was necessary. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: 400549008 - nb012k - lot 52560416, 400549009 - nr192k - lot 52554017, 400549010 - nr293k - lot 52555305, 400549011 - nr400k - lot 52552011, 400549012 - nb019k - lot 52554495, 400549013 - nx043 - lot 52540120, 400549015 - nk918 - lot 52511223.